Manufacturer narrative:
PMA/510(k) # p050017/s006. This file was opened in response to a pcmf study, reporting bleeding. This file is related to (B)(4). Device evaluation: the device evaluation could not be completed as the zfv6-80-6-8.0 device or photographic evidence of the device of lot number c2006115 was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for lot number c2006115 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: there is no evidence to suggest the customer did not follow the instructions for use. Ifu0058 states ¿potential adverse events that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, , hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain¿. Hematoma/hemorrhage is listed in the device IFU as a known potential adverse effect. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be established. A possible root cause can be attributed to patient pre-existing conditions or procedural complications. According to the information contained within the file, patient pre-existing conditions include diabetes mellitus and peripheral arterial disease (pad), and the patient is a current smoker. Medical advisor input indicates that the bleeding event was not related to the cook device. Peripheral artery disease (pad) is a common condition where narrowed arteries reduce blood flow to the arms or legs. Specifically, it affects the peripheral arteries that carry blood away from the heart to other parts of the body. The most prevalent type of pad is lower-extremity pad, which results in reduced blood flow to the legs and feet. Diabetes mellitus is a chronic disease that occurs either when the pancreas does not produce enough insulin or when the body cannot effectively use the insulin it produces. Insulin is a hormone that regulates blood glucose. Hyperglycaemia, also called raised blood glucose or raised blood sugar, is a common effect of uncontrolled diabetes and over time leads to serious damage to many of the body's systems, especially the nerves and blood vessels. These pre-existing conditions could have contributed to the reported bleeding. Hematoma/hemorrhage is listed in the device IFU as a known potential adverse effect. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was opened in response to a pcmf study, reporting bleeding. Confirmed quantity of 01 device used. According to the information in the file, the patient required additional surgical procedures. A possible root cause of patient pre-existing conditions or procedural complications was determined. Hematoma/hemorrhage is listed in the device IFU as a known potential adverse effect.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18-sep-2024.

Event description:
Description of event: MDR-2068 ¿ de30010 study stent in right afs proximal was occluded but also distal preexisting stents were occluded again patient presented in the ER with again progressing claudication in the right study leg. Ultrasound was performed and no-flow within the study stent in the right proximal afs was documented. Since this was a compensated occlusion, no immediate intervention was performed and the patient was discharged, a later appointment was given for intervention planning on (B)(6) 2023 in the department for vascular surgery where again occlusion of the study stent in the proximal right afs was documented. The patient underwent another endovascular revascularization procedure on the following day (B)(6) 2023 where a major bleeding event occurred with arterial bleeding into the abdomen from a ruptured right external iliac artery which was salvaged via implantation of a stent-graft but the revascularization had to be aborted because of the bleeding event. Immediate cta of the abdomen and legs was performed after the intervention and continuous bleeding at the ruptured aie right was suspected so immediately following another endovascular procedure was performed, but no further bleeding was documented. Patient was discharged on (B)(6) 2023 for recompensation. Another appointment for a planned endovascular revascularization was given on (B)(6) 2024 but the still palpable retroperitoneal hematoma on the right side prevented an immediate endovascular intervention. Another appointment was given on (B)(6) 2024 where endovascular intraarterial thrombolysis in the study leg and still occluded study stent in the proximal right afs was started. On the following day (B)(6) 2024 endovascular lysis was completed and the study device in the proximal right afs showed sufficient flow again but remaining stenosis distal of the study device due to progressing arterial disease could not be removed via endovascular therapy. Surgical intervention was performed afterwards on the same day to remove remaining stenosis distal of the study stent. Patient outcome: resolved on (B)(6) 2024 patient/event info - notes: n/a

Manufacturer narrative:
PMA/510(k) # p050017/s006 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.